Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017, where the patient¿s lamitrode lead was cut and disconnected. The patient was implanted with a drg system. The patient is receiving effective stimulation from the new drg system.